Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the machine was serviced (B)(6) 2016 for a pressure sensor 2 failed zerolimit test alarm. Pressure sensor 2 (inlet pressure sensor) was unstable and was replaced. Pressuresensor 3 values (centrifuge pressure sensor) were fluctuating. Pressure sensor 3 and 4 were swapped, but the problem remained with pressure sensor 3. The connectors and cabling were checked. The control stack was removed, cleaned and replaced. Pressure sensor 3 problems persisted. The machine was returned for investigation. It was found to also have a fading display problem and interface subsystem failure. A patient was scheduled for the machine; however, the machine was unavailable and the patient passed away (B)(6) 2016. The customer has been given a new device on (B)(6) 2016. Additionally, installation of a backup machine was completed on (B)(6) 2016. Root cause: the root cause of the device not being available (B)(6) 2016 was the pressuresensor 3 problems that could not be resolved during service on (B)(6) 2016.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the device has been removed from service and has been replaced at the customer site. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that while their optia machine was out of service due to alleged issues, a white blood cell depletion patient was not able to be treated on the machine. The customer reported that the patient expired, however, the cause of the patient death and the relationship to the device is unknown at this time. Patient ID and weight are not available at this time.

Manufacturer narrative:
This report is being filed to provide additional information in initial reporter, evaluation codes and additional MFR narrative. Additional investigation: a product disposition review was completed for this machine serial number and no manufacturing related issues were found. Terumo bct's medical review determined that due to the lack of information, the clinical indication and condition of the patient, it cannot be determined whether the unavailability of the optia for the wbcd procedure treatment may have caused or contributed to the patient's death. Since the patient was not connected to the optia, it is confirmed that the system failure was not the proximate cause of death. Additionally, based on recent publications and further analysis of earlier publications states that although leukapheresis is used to reduce hyperleukocytosis in patients with leukemia, it has not been shown to be a critical therapy to reduce mortality. Delay in its application by one or two days could, but is not expected to be critically associated with a life-threatening injury. Therefore,an estimate of a 24-48 hour delay in completing a planned white blood cell depletion or platelet depletion procedure would result in a life-threatening injury in 10% of delayed white blood cell depletion procedures. Early death in the acute leukemias is clearly associated with leukostasis, but leukoreduction for reversal of the underlying pathophysiology leading to death has not been demonstrated.

Manufacturer narrative:
This report is being filed to provide additional information in describe event or problem, additional MFR narrative, and corrected information in initial reporter.

Event description:
During customer follow-up, the customer stated that no patient (donor) was connected at the time of the event. The information provided by the customer was for the intended patient (donor).